Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported door sensor not working which was reproduced. Evaluation observed false detection of close door state or no alarm for door open. The reported issue was verified. Visual inspection determined the cause to be a stuck upper hook switch. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that the door sensor was not working at power up. When the blue key was pushed in the door would open but the pump would not recognize that the door was open. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 04/14/2021.